Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few hours after the implant of a right atrial (ra) lead, an increase in capture threshold and decrease in p-wave sensing were noted. The patient became hypotensive and experienced pericardial effusion after perforation of the right atrium. The physician performed pericardiocentesis for treatment and also revised and reprogrammed the lead. The lead remains in use. No further patient complications have been reported as a result of this event.